Event description:
The patient called to report that they were able to feel the right ventricular (rv) lead along their ribcage after experiencing a fall and was concerned about the lead being knocked out of place. Dislodgement and symptoms were discussed. The patient had a follow up appointment scheduled on the day they called but they had cancelled it. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).